Manufacturer narrative:
The autopulse platform was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
During patient use it was reported that the autopulse platform (s/n: (B)(4)) powered off and manual CPR was performed to the patient for an unknown length of time. Customer reported that they saw some type of lifeband error message but does not recall the specific error message when the platform turned off. The platform was reported powered of after the 8-12 compressions on a fully charged batteries. Follow-up attempts were made to get additional information, however were unsuccessful. No additional information was provided and no known patient consequences or harm was reported.

Manufacturer narrative:
Functional evaluation and archive review of the returned autopulse platform was performed and the reported issue of the autopulse powered off on a fully charged battery was confirmed. The pdb (power distribution board) was replaced to remedy the issue. Once completed, the autopulse passed the final functional test with no faults or issue observed. Visual inspection was performed and found no damage on the platform noted upon receipt. Archive review was performed and found numerous of faults of ua18 (max take-up revolution exceeded) appeared on (B)(6) 2017. Archive also showed "no load change was detected at the load plate". Possible reason was the autopulse detect "no patient present or patient too small). Archive also showed ua20 (position out of range (no unwind) and ua02 (compression tracking error) occurred on the first compression. This typically occurs if the patient is misaligned on the platform or the lifeband is opened. The archive also showed numerous of faults "ua07"(discrepancy between load1 and load2 too large) appeared on (B)(6) 2017. Additionally, unrelated to the reported complaint, platform deburring was performed as it was determined that the spool shaft was stiffed when rotated and was sticky. The load cell 1 was replaced as the platform load cell 1 was found to be defective. Once completed, the autopulse passed the load cell characterization test and final functional test with no issue observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial (B)(4).